Manufacturer narrative:
Block h6: device code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was inside of the bushing. The handle felt disconnected from the most distal section. It was observed that the clip arms were misaligned. Additionally, the catheter was kinked along its body and was unraveled at the distal section. These observations confirmed the excessive force applied on the device and deployment failure reported by the customer. Microscope examination was performed, and it was observed that no activations had been performed. The bushing had hits on its hooks and there were friction marks inside of the bushing. It was noticed that a burr was found on the yoke. The clip assembly was deformed at the proximal section. Dimensional examination was performed on the outside diameter of the bushing bushing, and it was noted to be within specification. Additionally, x-ray analysis was performed on the device and it was confirmed that the yoke was detached from the control wire. It was also concluded that the protuberance observed in the yoke showed mechanical marks. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the bleeding ulcer with visible vessel during a procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but would not come off of catheter to deploy. It was noted that the pop stage of deployment was not heard and the scope was in torqued position. The clip was rapidly opened and closed, but still the clip would not deploy off of the catheter. Reportedly, the whole clip and catheter had to be pulled from the patient, and the procedure was successfully completed with a different device. Additionally, the clip catheter was found bent. The patient outcome was reported to be fully recovered. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The device was returned. Additional information received on (B)(6) 2021. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Block h6: device code a15 captures the reportable event of clip failed to release from catheter. Block h10: although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the bleeding ulcer with visible vessel during a procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but would not come off of catheter to deploy. It was noted that the pop stage of deployment was not heard and the scope was in torqued position. The clip was rapidly opened and closed, but still the clip would not deploy off of the catheter. Reportedly, the whole clip and catheter had to be pulled from the patient, and the procedure was successfully completed with a different device. Additionally, the clip catheter was found bent. The patient outcome was reported to be fully recovered. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The device was returned. There were no patient complication's reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the bleeding ulcer with visible vessel during a procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip was able to grasp and lock onto tissue, but would not come off of catheter to deploy. It was noted that the pop stage of deployment was not heard and the scope was in torqued position. The clip was rapidly opened and closed, but still the clip would not deploy off of the catheter. Reportedly, the whole clip and catheter had to be pulled from the patient, and the procedure was successfully completed with a different device. Additionally, the clip catheter was found bent. The patient outcome was reported to be fully recovered. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.